Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found an error "e226" scope communication error; the cause was isolated to failure of the cable and charge-coupled device due to leakage. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e216," scope communication occurred. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 10 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused due to a faulty charge coupled device (ccd) unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.